Manufacturer narrative:
Updated: h6, h10. Correction: h4. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the cause of the no output signal on the touch screen issue, was found to be due to a failure of the control panel (cp) circuit board. The root-cause of the issue could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated as part of the asset return process. During routine inspection of the device by olympus, it was found that there was no output signal on the touch screen. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The visera elite ii video system center was returned as part of the asset return process. During routine inspection of the device by olympus, it was found that there was no output signal on the touch screen. There was no procedural or patient involvement associated with this event. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.